Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported break was confirmed as a material separation. The reported difficult to remove could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that during removal of the guide wire, it got stuck and broke within the balloon catheter. Dimensional analysis was performed on the returned wire and confirmed the outer diameter to be within specification. Additionally, there were no damages or anomalies noted that would contribute to resistance during removal. Factors that may contribute to difficulty during removal include, but are not limited to, inner diameter of the catheter, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter. Based on the information provided and the returned device analysis, it is unknown what may have caused the reported difficulty during removal. Additionally, the separation point was noted to be jagged. This type of damage is consistent with manipulation against resistance. It is possible that when the guide wire encountered resistance during removal, manipulation of the wire resulted in the material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.

Event description:
It was reported that the procedure was to treat a bifurcation lesion in the diagonal artery with discrete calcification. The hi-torque (ht) balance middleweight (bmw) universal ii guide wire got stuck and broke inside the balloon catheter. The devices were removed as a single unit. The guide wire broke into two pieces when it was outside the anatomy upon removal from the balloon catheter. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.